Event description:
Siemens (B)(4) was notified on (B)(6) 2012 that a customer site in (B)(6) reported that a dislodged box within the CT system gantry broke out of the gantry during a patient scan. Reportedly, the box was attached to a holder plate with four (4) allen screws. The holder plate is fixed to the rotating ring. The box contained a master rotating board, and foc and dom boards. During gantry rotation the box was pulled from its holder plate with centrifugal force and broke out of the gantry. There was no patient injury reported. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens (B)(4) became aware of the reported issue on (B)(4) 2012, and mailing this MDR on (B)(4) 2012. Siemens' engineer performed required technical reviews, the system itself is repaired and works without any problems. (B)(6).